Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility blade whip was observed, causing the blade to cut outside the desired area during cut testing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported blade whip was confirmed by a manufacturer service technician through functional evaluation. Upon disassembly, a loose drive link was identified as the probable cause of the reported event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility blade whip was observed, causing the blade to cut outside the desired area during cut testing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.